Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) lamp failed to illuminate. No alarms were generated, and the device continued cycling. The patient was removed from the ventilator. After rebooting the unit, the condition was not duplicated. There was no reported patient injury.

Manufacturer narrative:
(B)(4).